Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the gastrointestinal videoscope tested positive for <5 colony forming units (cfus) of peribacillus simplex, <5 cfu's of stenotrophomonas maltophilia, and 50-100 cfu's of candida albicans. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide corrections and additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, the device evaluation and the final investigation. Updated fields: b6; g3; h2; h3; h6 and h11. Corrected fields: e1; e4. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: scope, cfu: (B)(4) colony forming unit (cfu), bacterial identification: peribacillus simplex. Sampling date: (B)(6) 2025, sampling from: scope, cfu: (B)(4), colony forming unit (cfu), bacterial identification: stenotrophomonas maltophilia. Sampling date: (B)(6) 2025, sampling from: scope, cfu: (B)(4), colony forming unit (cfu), bacterial identification: candida albicans. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The device was tested negative by olympus; therefore, the end user request was not confirmed. In addition, the device evaluation found the air water (aw) cylinder (tube) and aw-tube had foreign objects. Based on the results of the investigation, a definitive root cause cannot be identified regarding the foreign objects that remained in the air water (aw) cylinder (tube) and aw-tube). However, it is probable that the foreign material found could be products containing silicone that can cause as deposits of foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material had remained in the channel even if the reprocessing was conducted in accordance with IFU. Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. A root cause could not be identified. Based on the results of the investigation, the most probable cause was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.